Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery along with a screw insertion. Allegedly, the patient reported having swelling and pain in the ankle. The patient was admitted to ER and then scheduled for I/d with possible implant removal based on cultures and needle aspiration. Needle aspiration was suspect so proceeded with implant removal.